Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on 25-jan-2026. The blood glucose level was high and patient was treated with injection via multiple daily injections (mdi). The patient reported forgetting to remove the adhesive patch, resulting in improper insertion and the need to remove the infusion set early. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.